Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.